Event description:
Medtronic received information that nine days following the successful implant of this transcatheter bioprosthetic valve (d199130), the patient presented to the emergency department with intermittent mild frontal headache and left eye visual changes. The primary care physician performed a non-dilated bundle funduscopic examination of the eye and saw no optic or neurological abnormalities, no ocular issues, and no sign of stroke. The symptoms were suspected to be related to a vascular/ocular migraine. A computed tomography (CT) of the head showed acute parachymal hemorrhage of the right occipital region with some attenuation of the local sulcal gyral structures. Magnetic resonance imaging (MRI) showed right occipital lobe hemorrhage with mild surrounding white matter edema. Medication was withheld and one day later the patient was discharged home. Twenty-eight days following the implant of this valve, the patient felt warm and passed out. The patient presented for the syncopal episode and was provided intravenous therapy (IV) fluids and electrocardiogram (ECG) showed sinus rhythm and sinus arrhythmia with a ventricular rate of 95 beats per minute (bpm). No st elevation was identified on the ECG. An elevated heart rate upon standing was noted with no change in blood pressure. The patient complained of headaches at the 30-day follow-up appointment. CT was unremarkable. The physician believed that the episode may have been a vagal response. The patient denied fever, chills, malaise, fatigue, facial droop, balance disturbance, cognitive impairment, inability to speak, loss of vision, numbness or tingling of hands or feet, seizures, slurred speech or swallowing difficulty. Orthostatics were negative at the thirty-day follow-up. Blood pressure was 155/99 and the pulse was 80 bpm. A holter monitor was placed for 48 hours. Forty-three days post valve implant, CT showed no intracranial hemorrhage. The ECG revealed a sinus rhythm with a heart rate of 81 beats per minute (bpm), and rare premature ventricular contraction (pvc) and premature atrial contractions (pac). Aspirin was held as treatment for the hemorrhage. A CT scan 53 days post valve implant noted the bleed was resolved as the previously reported right occipital hemorrhage was no longer visualized. A neuro consult 55 days post valve implant noted an area of encephalomalacia in right occipital pole and an magnetic resonance imaging (MRI) was to be performed five days later to better evaluate the etiology of right occipital bleed. Per the physician, this bleed was not related to the device itself. As reported, the initial CT scan did not confirm a stroke. An additional MRI was performed 69 days post valve implant which revealed a normal screening with no arterial abnormalities identified and no evidence of venous sinus thrombosis or stenosis present. According to the physician, it was unclear if this was a stroke. The neurology assessment noted there was no obvious etiology for the bleed and considered a spontaneous intracerebral bleed. The physician indicated the valve procedure possibly caused the hemorrhage. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-c; product type: 0195-heart valves; lot number: 0009863079 product ID: ls-envpro-16-c; product type: 0195-heart valves; lot number: 0009863080. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.